Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/ surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/ surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The 1:5 estylus attachment reached 105 degrees celsius after 25 seconds of free run testing due to excessive debris build up within the head which lead to the destruction of the cap end bearing retainer and the cap itself.